Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised for osteolysis. **update received 9/2/15. Clinical report was received stating that patient was revised to address osteolysis. *complaint was updated on 9/4/15. Update rec'd 09/23/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision of the femoral head corrosion was found. At this time the patients femoral stem is being added to the complaint and reported. The complaint was updated on: 10/20/2015. Update rec'd 10/27/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information at this time that would change the existing MDR decision. The complaint was updated on: 11/17/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised for osteolysis. Update received 9/2/15. Clinical report was received stating that patient was revised to address osteolysis. Complaint was updated on 9/4/15. Update rec'd 09/23/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision of the femoral head corrosion was found. At this time the patients femoral stem is being added to the complaint and reported. The complaint was updated on: 10/20/2015.